Event description:
Customer reported the v series monitor continuously reboots which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives evaluated the unit, upgraded the system software and resolved the issue.